Event description:
During the implantation attempt of the device involved in this MDR report, absence of pacing pulses was observed after lead connection when the device was placed in the pocket. Both leads were removed and re-attached, but there was still no pacing. Therefore, the device was not kept implanted. Another esprit dr was implanted with the same leads and proper operation was observed.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.